Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and received open book image with a red x on screen. The customer¿s blood glucose level was 159 mg/dl at the time of incident. Customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and was recommended to refer the backup plan. The insulin pump will not be returned for analysis.